Event description:
During a whipple procedure, the device did not function. Display shows instrument error. Took new instrument to complete the case. No further information is available. No patient consequence.